Event description:
The dealer states there is no elevate function. He found that the elevating switch brackets were bent causing the elevate to not work. Dealer called back later in day on (B)(6) 2015: dealer states chair will intermittently not want to elevate, chair thinks it is in drive lockout, after tapping on lockout switch, chair would elevate. Possibility that the ball inside switch not making good contact.